Event description:
Same case as manufacturer's report # 6000093-2006-02241, #6000093-2006-02242, #6000093-2006-02243, #6000093-2006-02244, #6000093-2006-02245. It was reported that 102 days after implantation of 3.0x20mm, 2.75x32mm, 2.5x24mm, 2.5x12mm, 2.5x12mm, and 2.5x8mm taxus express2 drug eluting stents, in-stent restenoses occurred. During the initial procedure, the target lesions were located in the left circumflex artery (lcx), left anterior desending artery (lad), 2nd and 3rd diagonal branch arteries (d2, d3), and the 2nd obtuse marginal artery (om2). A pre-intervention stenosis of 80% in the lcx, lad, d2, and d3 artery was noted. The om2 had a pre-intervention stenosis of 90%. Percutaneous transluminal coronary angioplasty (ptca) was performed on the lesions in each vessel. A 3.0x20mm taxus stent was deployed in lcx in the region of the lesion. A 2.75x32mm taxus stent was deployed in the proximal lad in the region of the lesion. A 2.5x24mm taxus stent was positioned and deployed within the mid lad and branching d3 artery. Two 2.5x12mm taxus stents were deployed in the d2 artery. A 2.5x8mm taxus stent was deployed in the om2 artery. Post-intervention residual stenoses of 0% were reported. It was reported that the patient "tolerated the procedure well." The patient presented 102 days afte the initial procedure with an 80% in-stent restenosis in the lcx, lad, d2, and d3. A 90% in-stent restenosis was reported in the om2. Percutaneous transluminal coronary angioplasty (ptca) was performed on the lcx and the om2 arteries. A 2.5x16mm taxus drug eluting stent was deployed at 20 atm in the lcx in region of the lesion. I 2.5x12mm taxus stent was deployed in the om2 in the region of the lesion. It was reported that the stent was dilated to 2.5mm in the proximal region and 2.0mm distally. Post-intervention residual stenoses of 0% were reported. It was noted that the patient "will need (an intevention on the ) lad, d2, d3, and questionably d1" vessels. No intervention was perfomed on the lad, d2 and d3 during this intervention. It was reported that the patient "tolerated the procedure well."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number of this stent is unk, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.